Manufacturer narrative:
The devices, used treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms without supporting documentation and product return/evaluation, the definitive root cause of the wire breakage and subsequent revision could not be determined. The provided image did not lend insight into the reported issue and the patient¿s post external fixation physical restrictions and post op rehabilitation course remain unknown. Possible contributing factors could have been excessive weight bearing or simply complications of an external fixation device (likely in the presence of a yet to be united fracture). The patient impact beyond the reported broken wires/revision could not be determined. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the risk management file and instructions for use document for this failure mode was conducted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury or device overload. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a broken wire. This was noticed in the clinic on (B)(6) 2020.